Event description:
It was reported the patient could not feel stimulation on program 1 or 2. The patient charged the ins the 'other day' and then wanted to turn it up the night prior to report. The patient was unable to feel the stimulation. No falls or traumas were reported. The patient was going to have an epidural shot the day after report. The next day it was reported 3 of 8 electrodes were broken. A revision was being set up. Additional information was requested, but was not available at the time of this report.

Event description:
Additional information received reported that the patient's implantable neurostimulator (ins) and lead was replaced on (B)(6) 2012. It was noted that "all was good" and the patient "was good."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3998, lot # v113343, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type extension.

Manufacturer narrative:
Product ID 3998, lot# v113343, serial# implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient product ID 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).